Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A physician reported that an ophthalmic scissors tip broke off and fell into the eye during vitrectomy surgery. The broken tip had to be retrieved from the eye. Patient impact information is unknown. Additional information has been requested.